Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02969. It was reported that the patient has deceased. There is no allegation from the physician or indication that the device had any relation to the death. The cause of death was unknown. The patient had a history of gastrointestinal bleeding and was in atrial fibrillation without anticoagulation, and was followed for heart failure.